Event description:
Patient experienced a complication where an implanted mesh was reportedly cut and subsequently hardened. This event necessitated a sacral nerve implant, irrigation, and catheterization, and was followed by the development of a pelvic inflammatory infection. Further reported complications include fibromyalgia and chronic pain in the legs, stomach, back, and hips, which now require the use of a walking stick. The patient is currently seeking treatment at a mesh removal clinic.

Manufacturer narrative:
Investigation is ongoing, and the results will be reported when available. The manufacturing number is c26-3042.